Event description:
A blood glucose result of 67 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 6 units of insulin aspart and ate 5 glucose tablets. Approc 2 hrs later, pt reportedly retested blood glucose and obtained a result of 237 mg/dl. Pt waited an additional 50 minutes, retested using the suspect device, and obtained a blood glucose result of "hi" (>600 mg/dl). Reporter stated that pt was not feeling well, and a relative phoned emergency med services on his behalf. Upon their arrival, 1 hr later, pt's blood glucose reportedly measured 88 mg/dl, on paramedics' blood glucose monitor. Pt immediately retested, using the suspect device, and obtained a result of 151 mg/dl. No treatment was received. Qc testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.